Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hy dromorphone) with an unknown dose and concentration, bupivacaine with an unknown dose and concentration, and clonidine with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported a pocket fill and refill appointment occurred. It was unknown what factors may have caused, contributed, or led to the event. It was unknown what diagnostics/troubleshooting was performed. It was noted that the event took place on (B)(6) 2017 and the patient returned to clinic prior to going home. The patient was given narcan and admitted to the hospital, and continues on a narcan intravenous (IV) drip. It was noted that the issue was note resolved at time of event, and the patient's status at time of event was "alive-no injury." It was noted that the patient had a pocket fill and returned to clinic not feeling well. No surgical intervention occurred or was planned. The patient's weight was currently unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.